Manufacturer narrative:
Correction to b5: replace reference to "low priority 30166" with "max air in line". The alarm was not reported at the time of the initial report. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a review of the sharesource log identified the alarm as low priority 30166 (max air exceeded) alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during use of peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during cycle two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was leaking from the connection port of the amia cassette. Renal therapy services (rts) reviewed proper procedures with the caregiver (cg) and advised to remove all supplies. Rts advised cg to contact their peritoneal dialysis registered nurse regarding incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.